Manufacturer narrative:
Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.

Event description:
Doctor reported zirconia abutment at tooth site #5 fractured.